Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized with high blood glucose. The customer's blood glucose reached 500 mg/dl. The doctor stated the customer will call back for further documentation of the hospitalization. The caller declined to return the insulin pump for analysis.